Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, omsc assumed that the reported event was caused by the damage to the electronic components mounted on the main board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the device could not be turned the power on during an endoscopy. The procedure was completed. After this report, olympus engineer visited the user and found that the circuit board of the device was defective. There was no report of patient injury associated with this event.